Event description:
The dentist reported separating a file in the patient's tooth during a dental procedure and elected to fill around the file to complete the procedure. It was reported the the torque settings were incorrect. There was no report of injury to the patient.